Event description:
Nerve stimulator under proximal lead noted dime size area of redness and blister/burn-like appearing. Monitored for further skin breakdown. Applied bactrim ointment to area. Pt paralyzed on respirator due to chronic illness. Nerve stimulator used to assess degree of paralization.